Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and customer experience low blood glucose level. The customer¿s blood glucose level was 275 mg/dl at the time of incident and current blood glucose was 30 mg/dl. The sensor glucose was below 40 mg/dl. The sensor and insulin pump will not be returned for analysis. Frn unk rsr, unomed inf set.